Manufacturer narrative:
The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was also reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to dka. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized in the intensive care unit (ICU) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours on the arm; she believes the cannula dislodged during wear and that this caused the issue. Symptoms reported include hyperglycemia, nausea, vomiting, sore throat, dizziness. Headache and dehydration; she was also unable to walk and talk. In the ICU, the patient was treated with tylenol, cymbalta (40mg), throat spray, intravenous fluids of electrolytes, potassium and zofran, as well as an insulin drip. Patient also was prescribed zofran and major phenetic (1.4% spray), to be taken twice every 4-6 hours; she added this was not related to her dka diagnosis. The patient was released after spending 2 days in the hospital.